Event description:
It was reported that the patient presented remotely via merlin.net transmissions with one episode of ventricular fibrillation. It was noted that the episode was due to possible right ventricular lead noise or emi. Inappropriate therapy was not delivered. Patient would continue to be monitored. No further information was available.

Event description:
New information available on 12/21/2017 states that the noise was due to wielding. There was no allegation of malfunction on the lead. The patient was not symptomatic and was in stable condition.